Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2018 the recipient bumped his head. It was noted that he was subsequently not responding to sound with the device. A small cut on the patient's head, likely above where the electrode lead is located, was noted by the audiologist.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that on 20-feb-2018 the recipient bumped his head. It was noted that he was subsequently not responding to sound with the device. A small cut on the recipient's head, likely above where the electrode lead is located, was noted by the audiologist. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for surgery has not been made available.

Event description:
It was reported that on (B)(6) 2018 the recipient bumped his head. It was noted that he was subsequently not responding to sound with the device. A small cut on the patient's head, likely above where the electrode lead is located, was noted by the audiologist. It is planned for the recipient to be re-implanted but no date for surgery has been scheduled as yet.